Manufacturer narrative:
Intuitive surgical inc., (isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of "cable broke". The mega suturecut needle driver instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure was attributed to a component failure and related to device design. An additional observation that was not reported by site was also noted. The mega suturecut needle driver instrument was found to have blade damage. Both blade edges were indented, which can prevent the blades from closing. The instrument was placed on an in-house system, and a cut test was performed. The scissors did not cut cleanly through the ¿0-silk¿ suture. The suture got smashed between the blades and required multiple attempts to cut completely through. The root cause of mechanical indentations instrument blade damage is typically attributed to user mishandling. As of 02-agust-2021, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for mega suturecut needle driver was (part - 471309-15/n10200810-0133) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk2451, with 0 lives remaining. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia -unilateral surgical procedure, that the mega suturecut needle driver instrument cable broke inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.